Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID, d354vrg, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was an alarm transmitted through a remote transmission and it was found that the right ventricular lead had oversensing and noise found on non-sustained ventricular tachycardia episodes. It was also reported by the physician that there was a subclavian lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.